Event description:
It was reported, the pt experienced cramping and a burning sensation in her neck and shoulders with stimulation turned on. The pt presented to the ER, and after further physician evaluation there were no visible signs of infection or device abnormalities. The pt was treated with a steroidal injection and muscle relaxers.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.